Manufacturer narrative:
The tech found the side rail latch assembly was not engaged properly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech engaged the side rail latch assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in ICU 2nd floor room 53. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).